Event description:
This case was reported by a lawyer and described the occurrence of copper deficiency in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced copper deficiency, zinc poisoning, and nerve injury. At the time of reporting, the outcome of the events was unk. According to a legal claim, there were 26 patients who reported being regular users of zinc-containing poligrip or a combination of zinc-containing poligrip and fixodent. All of the patients experienced "neurological manifestations of zinc-induced copper deficiency." The attorneys believed that their "clients' use of poligrip was the substantial and provable cause of their injuries." Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2004, electromyography (emg) and nerve conduction studies (ncs) showed mild bilateral carpal tunnel syndrome. On (B)(6) 2005, the pt had a low b12 level and had low anti-parietal cell antibodies, as well as a low intrinsic factor antibodies. Her pancytopenia was attributed to pernicious anemia but she had brisk improvement to normal with utilization of b12, but this did not help long term. Over the last eight months (since (B)(6) 2004), the pt had developed a progressive worsening of bilateral hand numbness and foot numbness that extended all the way into her legs, causing difficulty walking. The pt had a negative lumbosacral spine magnetic resonance imaging (MRI). On (B)(6) 2005, the pt was evaluated by a cerebrovascular center for neurological complaints. According to the pt's history, the pt was diagnosed with pernicious anemia in 2001 and treated with b12 injections weekly for years. For the past several years, she had neck and "should" pains treated with narcotics for three and one-half years as needed (since approx 2002). For the past two years (2003), the pt had numbness in both hands. For the past year and one-half (since the beginning of 2004), the pt noted numbness in her feet and legs that progressed to her waist. This had been chronic for the past year. For the past year or so (since 2004), the pt had progressive low back pain and a gait disorder which was continuing to worsen. The pt walked with a quad cane. The mornings were the worst and the pt could feel her knee buckle unpredictably. Ritalin was added for fatigue for the past few months. The pt spent much time sitting and had depended edema of the ankles, treated with diuretics. The pt had three evaluations by neurologists without a diagnosis. Impression included progressive sensory motor complaints with a picture of a myeloneuropathy consistent with b12 deficiency. However, the onset of the symptoms occurred after the diagnosis and had progressed despite appropriate b12 replacement. On (B)(6) 2005, it was noted that a previous emg showed generalized sensory polyneuropathy confined to the lower extremity. On (B)(6) 2005, the pt was seen in the hematology/oncology clinic for follow up. The pt had a history of pancytopenia dominated by a significant neutropenia with progressive neuropathy in her lower extremities and severe fatigue. The pt had been supported with procrit 40,000 units weekly. The pt had a normal bone marrow biopsy on (B)(6) 2005. Flow cytometry showed a cd56 expression possibly indicating an emerging myelodysplastic syndrome. The pt had been seen also for evaluation of her neuropathy and worsening ability to walk and then was recently returned with extensive workup from the hematology and neurology departments. The pt's copper level was 15 (normal 100 to 150). The pt had since been placed on copper supplements of 10 mg daily. However, it was suspected she had a malabsorption syndrome and was there to discuss workup for that. The pt still felt extreme weakness in her legs. The pt had dependent edema in her legs and had been placed on hydrochlorothiazide. The pt had some falls, but no major injuries. Her neuropathy was significant in her hands and she had significant low-back pain that kept her awake at night. The pt was using oxycodone one to two tablets at least four times a day, as well as through the night. The pt reported eating ravenously, but was still losing weight. On (B)(6) 2005, the physician assessed that the marked improvement of the pt's blood counts meant the copper was almost certainly being absorbed. On (B)(6) 2006, the pt had a rheumatology consultation. The pt was diagnosed by neurology with severe copper deficiency with a normal zinc level in (B)(6) 2005. Copper replacement seemed to correct her neutropenia and anemia. Her neuropathic pains had been stable and her muscle spasms improved. Apparently, her myeloneuropathy and hematologic abnormalities were consistent with copper deficiency. The pt had polyarthralgias and slightly effused knees. On (B)(6) 2007, the pt required a walker for getting around, but maintained independence with activities of daily living (adls). Her copper level was maintained in normal range at this time. On (B)(6) 2007, the pt was seen by a neurologist. It was noted the pt was treated with copper supplementation for 18 months and her pancytopenia resolved. On (B)(6) 2007, emg showed sensory peripheral neuropathy with axonal features, which seemed chronic and stable and mild right median nerve entrapment neuropathy at the carpal tunnel, without motor axonal loss. On (B)(6) 2007, copper level was 52. On (B)(6) 2008, the pt was referred for further evaluation and treatment alternatives of her ongoing pain issues with chronic peripheral neuropathy secondary to copper deficiency. The pt had been experiencing pain since 2001. The pt went through a battery of test before being diagnosed with peripheral neuropathy. After various treatment alternatives, the pt had been optimized on opiods and offered intrathecals, including ziconotide trial, but has not pursued the medications. The pt had epidural steroid injections in the back for her back pain, aggravated with physical therapy back then. She responded well to her back pain, but not her chronic leg pains or the pain all over. Treatment has included exercise, acupuncture, and physical therapies; but none helped as much. The pt had been disabled since 2001. Treatment included oxycontin, lyrica, cymbalta to introduce later, physical therapy, and possibly behavioral management. On (B)(6) 2009, copper level was 72 (normal 70 to 155 mcg/dl). On (B)(6) 2010, the copper level was 59 (normal 70 to 175 mcg/dl). On (B)(6) 2010, the pt had a copper level of 30 (normal 70 to 175 mcg/dl). The pt was hospitalized from (B)(6) 2010 for insertion of a trial epidural catheter for consideration of a permanent pump for treatment of ongoing pain related to copper deficiency neuropathy. The pt was taking oral copper supplementation at that time.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).